Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported they replaced the "one" in the mid-back on the right side of the rib cage and the battery itself because it wasn't functioning correctly. It was replaced in last two months. It was too dangerous to go back into the neck. They left it alone and it seems to be working better. They felt it was because of too many spills down the stairs because of the knee and the right leg, and the patient might have damaged it that way. The last big fall was on the (B)(6) 2015. At the top step, the patient took a step and the whole leg and knee buckled. The patient could not grip very well with right hand. When the patient fell, he went down 11 stairs butt first. He was advised to get a wheel chair. He also, dropped his cane and when he went to pick it up, he went over and hit the full book shelf. The event occurred this past monday, (B)(6) 2015. The implantable neurostimulator (ins) was replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39286-30 (B)(4) implanted: (B)(6)2013 product type lead product ID 3708140 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2015 product type extension product ID 3708140 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2015 product type extension product ID 39286-30 (B)(4) implanted: (B)(6)2013 product type lead due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient started talking about his device in his neck, and how they told him his lead was too risky to replace. There was only one or two working on it out of the whole amount there was. It sounded like the patient was referring to the electrodes. No further complications were reported.